Event description:
It was reported that patient underwent an initial knee arthroplasty in 1994. Subsequently, patient was revised in 2004 for an unknown reason. It was further reported that patient underwent a revision on (B)(6) 2014. The patella and the bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent an initial knee arthroplasty in 1994. Subsequently, patient was revised in 2002 for an unknown reason. It was further reported that patient underwent a revision on (B)(6) 2014. The patella and the bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.